Manufacturer narrative:
Per tandem's t:slim g4 user guide, "do not deliver a bolus until you have reviewed the calculated bolus amount on the pump display. If you dose an insulin amount that is too high or too low, this could cause very high or very low blood glucose. You can always adjust the insulin units up or down before you decide to deliver your bolus." No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer over-delivered insulin due to miscalculating the carbohydrates consumed and experienced a low blood glucose (bg) level. Reportedly, the customer was unable to provide the bg value. The customer consumed food to treat low bgs. On (B)(6) 2018, the customer was admitted into the hospital and treated with intravenous (IV) of glucose. The customer was released from the hospital on (B)(6) 2018, with the issue resolved and no permanent damage.